Manufacturer narrative:
The broken translate belt delayed system operation, resulting in potential patient treatment. To resolve the issue, we replaced it, and the new belt passed testing successfully. No harm to the patient or users.

Event description:
The broken translate belt was causing delay in patient treatment.